Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00016, 9680001-2016-00017. During a pvc ablation procedure, a pericardial effusion occurred. A non-sjm quadripolar catheter was placed in the coronary sinus and a supreme catheter was placed in the right ventricle. An unsuccessful attempt was made to advance the non-sjm quadripolar catheter further into the great cardiac vein so the supreme catheter was placed on the anterior portion of the vein. A livewire duo-decapolar catheter was advanced into the aorta through a non-sjm introducer, which was used for mapping in the left ventricle and left ventricular outflow tract. After pacing maneuvers were completed, a tacticath quartz ablation catheter was introduced into the anterior portion of the great cardiac vein, previously occupied by the non-sjm quadripolar catheter. Coronary angiography verified placement of the catheter and ablation was performed with intermittent success at suppressing the pvcs. The tacticath quartz ablation catheter was then removed and placed in the left ventricle via the existing retrograde access, after which the mapping and ablation was performed near the mitral valve annulus, which successfully suppressed the arrhythmia but did not eliminate it. The tacticath quartz ablation catheter was removed and placed again in the great cardiac vein, at which time the distal electrode developed signal issues. A replacement tacticath quartz ablation catheter was then positioned into the anterior portion of the distal great cardiac vein where further mapping and ablation were performed. At this time, a small drop in blood pressure was noted and a transthoracic echocardiogram revealed a pericardial effusion, for which protamine was administered. The patient was asymptomatic at this time and remained in the hospital without complications until the effusion resolved with no further intervention. The physician indicated the electrode issues observed were not related to the pericardial effusion.